Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic low anterior resection, the surgeon fully fired the device however it was difficult to remove from the tissue. The surgeon removed the device by force. No tissue damage was caused. No patient injury.